Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 25 mg/dl. Troubleshooting was performed and the insulin pump programming was correct. The clock was on military time and the customer did not know how that happened. The customer stated, she was treating her high blood glucose levels throughout the day. She stated that her medical doctor told her to give a 10 unit bolus with the insulin pump and her blood glucose levels dropped moments later. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.